Event description:
After having an angiogram, the dr used a device called "perclose" to close the entry incision at the groin. Infection set in and pt became seriously ill. Pt was hospitalized for weeks. The surgeon said that the device "perclose" was at fault, and that the last pt had died, and that the incidence of device (perclose) related infection was too high. Not acceptable. The device "perclose", pt is told, is fairly new and its benefit is to save time. Not pt's experience.

Event description:
Add'l info rec'd from MFR 10/5/01. MFR does not believe that they have filed an MDR for the described event; however, this cannot be confirmed without obtaining further info about details of where this event occurred. MFR's complaint handling software requires them to put in the facility name into the database to complete the registration process. MFR requests facility name, if possible, so they can input this info into the system.